Manufacturer narrative:
On (B)(6) 2016 the field service engineer (fse) found debris in the wbc bath drain line through valve lv14. The fse removed the debris from the drain lines to fix the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained blood/diluent leak of about 20 ml from the baths inside the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.